Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation/flutter (afib/flutter), an intellanav stablepoint catheter was selected for use. It was observed that stablepoint flush port was leaking, spraying fluid out of the proximal flushport/stopcock connector. No error message was displayed and no damage to the luer was noticed. Flow rate was set as fast flush for preparation. Catheter was then replaced and the issue was resolved. Procedure was completed successfully without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav stablepoint catheter was evaluated by boston scientific. Upon receipt at our post market laboratory, the device was visually inspected, and it was found that the device has the irrigation tube partially detached, consequently confirming the reported complaint tubing set leak.

Event description:
It was reported that during a procedure to treat atrial fibrillation/flutter (afib/flutter), an intellanav stablepoint catheter was selected for use. It was observed that stablepoint flush port was leaking, spraying fluid out of the proximal flushport/stopcock connector. No error message was displayed and no damage to the luer was noticed. Flow rate was set as fast flush for preparation. Catheter was then replaced and the issue was resolved. Procedure was completed successfully without any patient complications. The device was returned for analysis.